Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1927, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Since insertion the consumer experienced a long list of side effects that continued to get progressively worse as time went on. For the five years that she had the devices she experienced chronic cramping and bloating, painful intercourse, pain and bloating after intercourse, chronic pelvic pain, stabbing pains in ovaries/fallopian tubes, painful ovulation, loss of libido and other dysfunctions, an enlarged uterus and severe pelvic adhesions that included bladder, which lead to pain and other symptoms. Chronic fatigue, extreme hair loss, rashes and skin issues, muscle and joint pain, dental problems and chronic whole body inflammation, hormonal issues that create more problems, depression and anxiety, mental and cognitive issues, sinuses problems and many more. She stated she could feel it as her body and mind were being poisoned and slowly dying. The consumer had essure removed along with her fallopian tubes, uterus, cervix and a large amount of scar tissue. She considered all events related to essure. Follow-up received on 07-nov-2015: the ptc investigation result was provided. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She had essure removed along with her fallopian tubes, uterus, cervix and a large amount of scar tissue. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, it was reported that for the five years that she had the devices, she experienced this event. Based on its nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, another serious event (body and mind were being poisoned, unlisted and unrelated) and non-serious events were reported. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.